Manufacturer narrative:
No product returned for investigation as product remains in-situ. No radiographs or photographs provided to confirm the event. A review of the device history record for lot nu10109 noted no material nonconformance's, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "...cross connectors are designed specific to the rod diameter and cannot be used on the tapered section of tapered rods. If using cross connectors on tapered rods, only attach them on constant diameter rod sections." "...all lock screws should be final-tightened with the counter-torque and torque t-handle" "...preoperative warnings: devices should be inspected for damage prior to implantation. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "...potential risks identified with the use of this system, which may require additional surgery, include: · bending, fracture or loosening of implant component(s) loss of fixation" "...care should be taken to insure that all components are ideally fixated prior to closure. All implants should be used only with the appropriately designated instrument (reference surgical technique)." Still in-situ.

Event description:
On (B)(6) 2017, a patient underwent a posterior lumbar interbody fusion procedure at l4/5 levels. On (B)(6) 2017 post-operative radiographs showed separation of the connector from the rod. The patient is asymptomatic and no revision surgery is planned at this time.